Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred which caused the pump history to be missing. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for for insulin therapy.